Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information become available, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that on (B)(6) 2010, the patient had unspecified injuries related to a defect in the composix kugel, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, obstruction and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that on (B)(6) 2010, the patient had unspecified injuries related to a defect in the composix kugel, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with symptomatic incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, "identified large incisional hernia and lysed. A large composix kugel mesh was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of composix kugel mesh and implant of synthetic mesh. Per operative notes, "there was a large ventral hernia below the level of the umbilicus and below the mesh. The mesh was seen to be wadded up in the abdomen and small bowel stuck onto the mesh. Adhesions were taken down and the mesh was removed. A synthetic mesh was placed to repair large defect and sutured." Attorney alleged that the patient had adhesions, mesh shrinkage (wadded up), pain, hernia recurrence and emotional injuries.